Manufacturer narrative:
Product event summary: at analysis it was confirmed that one encoder knob was missing and it was further noted that the upper and lower cases as well as the output connector assembly were broken, the battery and display wire insulation was pinched but not compromised, six case screws were contaminated and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator was missing a trim knob. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.